Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Product was not returned for review. The root cause of the access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
The user facility reported an 81-year-old female noted with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. There was a blood ooze from the access site, and the team treated the site with pressure. This did not fully remedy the issue and as such they evaluated and diagnosed a retroperitoneal hematoma. The bleeding and hematoma were treated by 3 units of red blood cells and pump explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿